Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level (value not provided). Reportedly, the cause was unknown. The customer attempted to resolve the issue by delivering a correction bolus, and drinking fluids. Additionally, the customer set a higher temporary basal rate. The customer went to the emergency room (ER) where intravenous fluids, insulin, and blood work was administered to try to resolve the issue. Subsequently, the customer was admitted to the hospital where intravenous fluids, and insulin were administered to address the elevated bg. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage.